Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. Involved start-x tip ems insert 3 that broke during use was not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. The batch number is known. Nothing unusual to report was found during DHR review (batch # (B)(4)). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a start-x tip broke during the first use; no injury resulted.